Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: image condition had evident interference and down angle was not to specificaiton. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope, had white foreign material in water channel. There were no reports of patient involvement.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 04/23/2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.